Event description:
An attorney representing an insurance company is alleging a humidifier emitted sparks which caught some nearby curtains on fire and caused damage to the insured's property.

Event description:
An attorney representing an insurance company is alleging a humidifier emitted sparks which caught some nearby curtains on fire and caused damage to the insured's property.